Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that there was a piece missing from the tip of the catheter. Per email: we have one bd insyte autogard winged catheter that when it was removed from the package it was found to have a piece missing from the catheter tip. I have the catheter than can be sent in.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the sample and photographs provided. Bd received one used 22ga unit in a package bottom web (film) from an unknown catalog number and lot number. One photograph was also submitted for review, which displayed the catheter tubing bent near the tip. Through the visual/microscopic evaluation, the catheter/adapter displayed the double characteristic v-shape of a spear through. The reported issue was confirmed. The defect associated with this incident report was caused by the cannula spearing the catheter wall. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine if the needle speared the catheter wall from manipulation of the device (user environment) or if it was caused by the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: material no.: unknown .batch no.: unknown. It was reported that there was a piece missing from the tip of the catheter. Per email: we have one bd insyte autogard winged catheter that when it was removed from the package it was found to have a piece missing from the catheter tip. I have the catheter than can be sent in.